Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black soot coming out of the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously reported this device sn (B)(6) on MDR 2518422-2021-04898. MDR 2518422-2022-86039 was incorrectly filed and is a duplicate to MDR 2518422-2021-04898. Please disregard MDR 2518422-2022-86039 as it was filed in error.